Event description:
Boston scientific received information that this system exhibiting one shocking impedance measurement of zero ohms. All other shocking impedance measurements have been within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant explained the one out of range measurement is likely due to the patient being in an electromagnetic interference (emi) field at the time of the test. No other adverse events have been reported. This product issue will be updated if additional information is received.